Event description:
Additional information was received from a healthcare provider (hcp). While they were updating the pump, the programmer started beeping and said there was an error. The pump then stopped for 6 seconds. They had to re-enter the data and update the pump again. There had been no trouble since this episode, but her battery was noted to be on the recall list. The hcp was setting the patient up for a pump replacement and it was noted she had 15 months eri on (B)(6) 2016, but since the battery was on the recall list, they sent her for evaluation. It was believed the cause of the issue was the battery. It was noted the patient had not had any issues since (B)(6) 2016.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician.

Event description:
Additional information received on 2017-jan-05 from healthcare professional reported clinician programmer information was given, but serial number for programmer was still unknown.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 10.0mg/ml for a total dose of 3.930mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported "about a year ago" (2015) battery in pump was giving patient a problem. Patient stated at last refill about 2 months ago, they put medication in and they had a hard time rebooting the pump. It was noted they put new medication in and they had a hard time rebooting the pump, and patient stated it was not usual. It was noted healthcare professional (hcp) told patient that the battery in her pump was on a recall list. It was noted the pump has not stalled, and patient has not had any issues with the pump at this time. Patient stated, " they are setting to replace pump." It was noted hcp told patient there could be something wrong with her battery. Patient inquired to see if pump was on recall list as directed by hcp and insurance, and wanted to know who pays for surgery to have the pump replaced. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.